Event description:
Info received indicates the administration set had a pin prick hole in the opaque section of the tubing and leaked the drug (ivig). No pt info was available.

Manufacturer narrative:
The device was not returned for investigation complaint cannot be confirmed.